Manufacturer narrative:
Per the user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently the pump battery quickly depleted and pump shut off. Customer's blood glucose was as high as 600 mg/dl and correction boluses were delivered to address bg. Tandem technical support reviewed pump data and found battery function was normal and that customer had been charging the battery every 2 days. Cts advised customer to charge the pump daily. Customer acknowledged information.